Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection." A device history record review has been initiated and analysis of the data has not been completed.

Event description:
Healthcare professional reports during patient injection with juvederm ultra plus xc in the nasolabial folds using the packaged needle and a fabinject 25g-50 cannula. During the injection, "all needle was lost, being extravasated at once between cannula, needle and syringe." There were no reported injuries.

Manufacturer narrative:
Lab analysis of the device found 1 empty syringe of 1.0ml received in an opened pack without cap nor needle. No defect observed.

Event description:
Healthcare professional reports during patient injection with juvederm ultra plus xc in the nasolabial folds using the packaged needle and a fabinject 25g-50 cannula. During the injection, "all needle was lost, being extravasated at once between cannula, needle and syringe." There were no reported injuries.